Event description:
It was reported when using the relion® insulin syringe, the device experienced the inability to aspirate. This event occurred two times. The following information was provided by the initial reporter. The customer stated: consumer also reported needle will not draw.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the relion® insulin syringe, the device experienced the inability to aspirate. This event occurred two times. The following information was provided by the initial reporter. The customer stated: consumer also reported needle will not draw.

Manufacturer narrative:
The following fields were updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 07-feb-2022. H.6. Investigation summary: customer returned (3) 0.3ml syringes. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. The remaining syringes were returned fully intact. A needle shield pull force test was performed on each of these syringes. The needle shields required 3.02 lbs and 3.25 lbs of force to be removed. Removing the needle shields found that the hub was properly attached to the barrel of the syringe. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. With the needle hubs attached and the needle shields being within pull force specification, the report of the hubs separating from the barrels could not be confirmed for these samples. The remaining 2 syringes were used to draw water in order to test their functionality. One was found to be unable to draw water. A rod was inserted into its cannula. The rod could not advance shortly after being inserted into the cannula. The obstruction could not be dislodged without damaging the inserted rod. A review of the device history record was completed for batch # 1039399 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringe not drawing fluid in 1 of the 3 returned syringes. Root cause for this defect cannot be determined.